Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Upon evaluation of the device, physio observed that a diode, designator cr44, had exploded which caused a substantial amount of electrical damage to the therapy pcb assembly. It is unknown what caused cr44 to explode.

Event description:
The customer reported that their device had its service indicator illuminated and had logged multiple event codes. The device also did not have the ability to charge and deliver defibrillation energy. There was no patient use associated with the reported failure.